Event description:
The pt stumbled and sat on his bed, after which the pt felt a shocking or jolting sensation. The pt did not fall or hit their implantable neurostimulator site. When an impedance check was done, question marks (???) Were seen on the programmer display indicating an invalid impedance reading. Palpation of the implantable neurostimulator did not duplicate the shocking sensation. The pt was sent for x-ray (results not reported). The device was reprogrammed to 1+, 2-. The pt did not complain of shocking with the new program.